Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy). At the time of the report, the pelvic pain, dysmenorrhoea, hypersensitivity, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 42-year-old female patient who had essure (batch no. 622311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation tests". The patient's medical history included diabetes, genital herpes, hypertension, sciatica, carpal tunnel syndrome, obesity, constipation, endometrial hyperplasia, trichomonal vulvovaginitis, vaginal discharge and post-traumatic stress disorder. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 3 months 29 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (ablation and operative laparoscopy with bilateral salpingectomy). At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, hypersensitivity, anxiety, depression and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal - "have you had your essure (or any part of the device) removed? - no" five coils were trailing at the time but anchored securely. The left tubal ostia was then visualized and it was cannulated with essure implants, and five coils were trailing on that side also. Menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: pfs and mr received : reporter added, lot number added, patient demographic updated, essure insertion date updated . Events added - abnormal bleeding (vaginal, menorrhagia), post-traumatic stress disorder, device monitoring procedure not performed. , medical history and lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 42-year-old female patient who had essure (batch no. 622311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation tests". The patient's medical history included diabetes, genital herpes, hypertension, sciatica, carpal tunnel syndrome, obesity, constipation, endometrial hyperplasia, trichomonal vulvovaginitis, vaginal discharge and post-traumatic stress disorder. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 3 months 29 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (ablation and operative laparoscopy with bilateral salpingectomy). At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, hypersensitivity, anxiety, depression and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal - "have you had your essure (or any part of the device) removed? - no" five coils were trailing at the time but anchored securely. The left tubal ostia was then visualized and it was cannulated with essure implants, and five coils were trailing on that side also. Menorrhagia, pelvic pain; lot number: 622311, manufacturing date: 2007-01, expiration date: 2008-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy). At the time of the report, the pelvic pain, dysmenorrhoea, hypersensitivity, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.